Event description:
Customer reported that they checked their blood glucose readings and they were 46 mg/dl when the sensor was reading 121 mg/dl. Customer stated that they attempted to calibrate and received a calibration error. Customer has treated the low with food and a bolus. Customer's blood glucose reading at the time of the call was 95 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.